Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. It was reported that the customer experienced an elevated blood glucose level of over 500 mg/dl. A correction bolus was delivered to address bg. The customer declined to provide additional information regarding the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.